Event description:
Facility representative contacted baxter to report a colleague infusion pump that had "channel selection not in service". The event occurred during biomedical service. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The customer is not willing to be contacted. The user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received at baxter for evaluation.a follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed that this device was not previously serviced for the reported condition. The user interface module master software version is 6.13.90, categorized as remediated.